Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink was confirmed through the evaluation of the submitted images; however, a specific cause for the observed outflow graft distortion could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had severe nosebleeds related to anticoagulation due to a pre-existing nasal issue. The account reported that the patient also had a kink in the outflow graft which caused the patient to experience low flows. A review of the submitted CT images revealed an outflow graft kink past the bend relief, at the graft¿s midpoint, causing a narrowing of the graft lumen. A specific cause for the observed outflow graft distortion could not be conclusively determined through this evaluation. The patient was transplanted on (B)(6) 2020 due to the outflow graft kink. The heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use heartmate 3 lvas IFU rev. C lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump section provides instructions for connecting the outflow graft bend relief. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant due to an outflow graft kink which expedited the transplant process. The patient also had severe nosebleeds related to anticoagulation due to a pre-existing nasal issue. The kink in the outflow graft also caused the patient to experience low flows. The device operated as expected outside of the low flows related to the outflow graft kink. No equipment will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), is not available for investigation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump section provides instructions for connecting the outflow graft bend relief. No further information was provided. The manufacturer is closing the file on this event.